Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-01544. It was reported the patient's scs system was explanted due to a hematoma or an infection. The patient is unsure of the explant reason therefore we are reporting on both. The patient also states she is experiencing pain where the system was implanted and is unable to walk. She believes her health problems are a result of the surgery. On (B)(6) 2012, st. Jude medical (B)(4), sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.